Manufacturer narrative:
Upon receipt, the device was above elective replacement indicator (eri). The reported field event of a header anomaly was not confirmed. No anomalies were found during initial testing. No anomalies were found for the right ventricular (df4) and left ventricular (is4) chambers during testing. Insertion, sensing, capture, and pacing lead impedance anomalies were not confirmed on the bench.

Event description:
During the implant procedure, increased pacing impedance, undersensing and increased capture threshold were observed on the right ventricular (rv) channel when the device was connected. The rv lead was tested on the pacing system analyzer and all the measurements were acceptable. The connection was tested and insertion difficultly had occurred. A new device was successfully implanted with acceptable measurements. The patient was in stable condition.